Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an open hepatectomy procedure, after twenty minutes of use, the inactive pad seemed to disintegrate, leaving white particulates on the liver. A second instrument was opened and the same thing happened. The surgeon reported that he removed the bigger visible pieces with forceps, and then irrigated the area with saline and suctioned the area to remove smaller particles. Another device was used to complete the case. There were no adverse consequences to the patient.